Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026, which may result in a delay in receipt of all of the acknowledgements.

Event description:
The customer reported that the colonovideoscope image flickered after the procedure, during reprocessing. The intended procedure was completed using a similar device. There was no patient injury reported.